Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. Initial reporter phone #: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an "oil mist" or haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Additional information was received that the field service engineer (fse) visited the customer site, but the customer cancelled the service, and the issue was not confirmed. The customer called back on (B)(6) 2020 to report the same issue and the fse went back on site and a new complaint file was opened under asp complaint # (B)(4). The oil mist filter was replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service. H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue, and system risk analysis (sra). ¿ the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ trending analysis of the haze/mist issue for the sterrad 100s unit was reviewed within the past six months and no significant trend was observed. ¿ the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ the part was not available for return. The assignable cause of the haze/mist issue is the oil mist filter. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Please reference manufacturing report number 2084725-2020-00057 (asp complaint ref # (B)(4). Asp complaint ref #: (B)(4),

Manufacturer narrative:
Additional information was received that the catalytic converter was replaced in addition to the oil mist filter to resolve the haze/mist issue. The assignable cause of the haze/mist issue is the oil mist filter and catalytic converter. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. Asp complaint ref #: (B)(4).